Event description:
This report is intended to bring out the awareness that there is a need for disposable tubing and syringes with fittings and color coding designed specifically for administering feedings. Most products used for enteral feedings are compatible with luer fittings used for intravenous infusions. Syringes and syringe pumps are commonly used to deliver breast milk in a nicu for example. The hazard comes when a feeding line is mistakenly connected to an intravenous line via a luer fitting.